Event description:
A patient reported that her prior implantable neurostimulator (ins) never helped. The patient stated that before getting her new ins she could not do the dishes without getting wet. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.